Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and infusion set leaked. The leak was located where the tubing connector and reservoir snap cap meet. The insulin pump was exposed to insulin. Customer's blood glucose level was over 400 mg/dl. The customer treated his blood glucose level with the bolus wizard and infusion set change. The device was not returned.